Manufacturer narrative:
Pt was given kenalog. Pt had healed by second visit. Office was not spraying head with kavospray after every pt. Due to improper maintenance, bearings were worn and gritty in drive assembly, shaft and axle, the chuck wobbles and medium debris level was present. Proper maintenance to handpiece was discussed. Two handpieces were sent in for repair because the office was not sure which device caused the burn. See report 8010493-2008-00012.

Event description:
Patient's cheek was burned by the handpiece during a procedure.